Manufacturer narrative:
On (B)(6) 2017, a field service engineer (fse) conducted an on-site follow-up with the customer. The fse cleaned the drive screw on the large and small syringes, lubricated both drive screws and guide rods. Then he lubed both drive screws and guide rods with tri-flow and performed a preventive maintenance. He then performed a successful calibration, ran quality controls that were within specifications and no errors were obtained. Since the instrument was functioning as intended, no additional activities by field service were required. The most probable cause of the reported event was due to dirty drive screws on syringes. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). .

Event description:
On (B)(6) 2017, a customer reported error 706 (large syringe error) on startup with their g8 analyzer. The customer was unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.